Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple insulin pump error. Customer's blood glucose level was 168 mg/dl. Customer states that they clear the alarm and finish complete priming process. Customer performed self test but it was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. No unexpected software error or the motor arm cannot communicate with the main arm alarms during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm alarms due to a software error.